Manufacturer narrative:
The contribution of the device is the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted the periprosthetic fracture reported was likely the result of the pt's fall.

Event description:
Periprosthetic fracture of right hip due to fall. This event report was rec'd through clinical data collection activities.